Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A power on reset (por) was reported by the patient¿s family member/friend. It was explained to the caller the therapy had turned off and reset to shipping parameters. The patient had noticed that they kept feeling like they needed to go to the bathroom so they were wanting to check their therapy status with the programmer and they saw the por. When asked if the patient had a recent medical test or environmental exposure, the caller stated yes, the patient had had a heart ablation procedure (unrelated to the device/therapy) the day prior to the call. The patient and caller were going to follow up with the health care physician (hcp). There were no further complications reported/anticipated.

Event description:
Additional information received from the patient reported that they had a heart ablation procedure and ¿it destroyed¿ their prior ins device. The patient did express satisfaction with their current ins but thought something was wrong with the prior ins device. They stated that after it was set to a program, maybe a month after, they had to reset it to another program. It would ¿last a month to 6 weeks then go back¿ and they thought it was faulty. This was noted to have occurred in (B)(6) 2015 (date of implant). The device was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.